Manufacturer narrative:
The sling in question was not evaluated by the service tech as the facility did not quarantine it for eval (the incident occurred a month prior to notifying arjohuntleigh, and the facility had used the lift and the sling since). While the facility states that the sling clips detach easily, our tech was not able to confirm this since the sling in question was not located, nor was the age of the sling able to be confirmed. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Per the arjohuntleigh service tech: "during a transfer from the carendo to the bed, the pt complained of pain in her leg. The pt had been raised to above bed level but not moved over the bed when the aides attempted to re-position the pt in the sling to relieve the pain. The pt had her right hand on the hanger bar while being re-positioned and let go when requested. At this time, the right shoulder sling clip became disconnected from the hanger bar, resulting in the back of her head hitting something (unk) causing the laceration. Aides state that this sling clip is always disconnecting."